Event description:
Device 2 of 2. Reference MFR report#: 1627487-2013-05367. It was reported the pt has fallen on several occasions and is no longer receiving effective coverage from both leads. An impedance check revealed invalid contacts on one of the leads. X-rays were taken and no anomalies were found. Reprogramming was unsuccessful. As a result, the pt will undergo surgical intervention.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.